Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity remaining for this device went from 2.5 years to 1 year within 10 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short. The short resulted in the clinically observed premature battery depletion.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity remaining for this device went from 2.5 years to 1 year within 10 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Additional information provided in section b5 describe event or problem this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. The estimated battery longevity remaining for this device went from 2.5 years to 1 year within 10 months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported.